Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and not being able to deliver a bolus. Customer reported of having blood glucose of 498 due to medication. Customer declined troubleshooting. Customer was advised that bolus wizard was off and not programmed correctly.